Event description:
It was reported that a patient underwent a sling procedure in 2009. The patient experienced pain, erosion of her internal bodily tissue and other unspecified injuries. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. The patient underwent a sling procedure on (B)(6) 2009. During the procedure, an avaulta solo synthetic support system was also implanted. Following the procedure, the patient experienced continuous urinary incontinence and recurrent urinary tract infections. The patient underwent a vesicovaginal fistula repair, revision of mesh and diagnostic cystoscopy on (B)(6) 2010. On (B)(6) 2010, the patient underwent a procedure to remove mesh from the vagina and bladder. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent cystolitholapaxy and cystoscopy on (B)(6) 2013 due to bladder calculus and erosion of mesh into bladder.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency and urinary frequency.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that the patient underwent mesh removal on (B)(6) 2010. It was reported that the patient underwent mesh removal on (B)(6) 2010. It is reported that at the time of the patient¿s surgery on (B)(6) 2009, the patient had a bard avaulta mesh implanted.